Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that there was a right hip revised due to infection.

Event description:
It was reported that there was a right hip revised due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat # 542-11-52e, lot # mmmp07, description: trident psl ha cluster 52mm; ; cat # 626-00-42e, lot # 44678103, description: modular dual mobility insert; cat # 6721-0635, lot # 40790502, description: size 6 accolade ii 127 deg; cat # 6570-0-228, lot # 45509401, description: delta v-40 ceramic head 28/+4; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device eval: hospital policy.